Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak, nerves are bad, cannot rest, feet tingling. A patient reported they were not able to test. Their meter allegedly would only prompt not ok. The result on their meter was 105 mg/dl. No other blood glucose tests reported. No comparisons reported. No treatment was reported. No further information has been reported.